Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a blank display on their insulin pump. Customer stated they had gone through a magnetic resonance imaging machine and forgot to take off their insulin pump. The customer's blood glucose was 8.7 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.